Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right atrial lead exhibited noise and sensing anomaly. The lead was reprogrammed. The patient would continue to be monitored.